Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited conflicting data regarding the atrial tachycardia / atrial fibrillation (af) burden on the cardiac compass feature and the mode switch value. The device remains in use. No patient complications have been reported as a result of this event.